Event description:
The consumer reported the patient had experienced a loss/change of therapy. The patient lost stimulation and had a loss of therapeutic effect. It was confirmed the patient was not feeling stimulation and the therapy was on. It was indicated the patient had an EKG but had not turned the ins off for the procedure. No traumas/falls were reported that could be related to this issue. It was reviewed for the patient to increase the amplitude and the patient was able to feel the stimulation in the correct area. The patient was able to feel stimulation again after increasing from 1.9 to 2.1 on program 4. It was noted the event had happened at least a week ago. The patient's indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.